Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead had developed an impedance greater than 3000 ohms and failed to pace the heart. The lead was capped on (B)(6) 2017 and replaced. No adverse patient events were reported.